Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that during a percutaneous coronary intervention it was not possible to inflate the balloon of the 20 x 2.50 promus premier select. They changed the inflation device and tried again. The procedure was completed using other stents and everything went well. However, analysis completed on 1 nov 2018 revealed stent damage. The promus premier select, mr, ous 2.50 x 20 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found proximal stent damage with stent struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed no signs of damage. The tip of the device was damaged by the investigator after functional testing. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An attempt was made to inflate the device to rated burst pressure (rbp) 16 atmospheres as per directions for use, however the balloon failed to inflate due to a leak in the outer shaft polymer extrusion at the bi-component bond. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found a leak in the shaft polymer extrusion at the bi-component bond. A tear was then noted at the leak site.